Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. E1- customer (person): address line 2 = (B)(6). G4- PMA/510(k): k173035. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the mac-loc on an ultrathane mac-loc locking loop multipurpose drainage catheter could not be unlocked. The drain was removed from the packaging and washed prior to a ptcd (percutaneous transhepatic cholangio drainage) procedure. After puncture into the biliary tract, the mac-loc of the drainage catheter was locked and failed to unlock. This resulted in the inability to pull the the suture string to position the pigtail of the catheter. A new drainage catheter was placed, and the procedure continued. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Correction: h6 (annex a) investigation ¿ evaluation it was reported that the mac-loc on an ultrathane mac-loc locking loop multipurpose drainage catheter could not be unlocked. The drain was removed from the packaging and washed prior to a ptcd (percutaneous transhepatic cholangio drainage) procedure. After puncture into the biliary tract, the mac-loc of the drainage catheter was locked and failed to unlock. This resulted in the inability to pull the suture string to position the pigtail of the catheter. A new drainage catheter was placed, and the procedure continued. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), quality control, and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used, damaged catheter was returned to cook for evaluation. The locking cam lever was received in a locked position. A visual examination discovered the end hole of the cam level was damaged, displaying distortion at its tip end. The cam lever was able to be opened with tweezers, applying moderate force. The loop was straightened, and the black suture line was pulled taught, confirming functionality. The locking cam lever was pushed downward, locking the loop in place. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [t_multi2 rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: "instructions for use: catheter placement 3.0 for locking loop catheter, lock the catheter in place using the appropriate technique for the locking mechanism type, as described below. For mac-loc locking loop mechanism b. While maintaining traction on the drawstring, push the locking cam lever down until a distinct "snap" is felt. The distal loop of the catheter is now locked into position. Unlocking catheter loop for mac-loc locking loop mechanism a. While stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. B. Pry upward until the locking cam lever is free." Based on the available information, inspection of the returned device, and the results of the investigation, cook medical has concluded the root cause would fall under cause traced to component failure, without any design or manufacturing issue. The end hole of the cam level was damaged. It is reasonable to suggest the cam lever was opened using an object outside the instructions of the provided information booklet. However, this cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.